Event description:
It was reported that "after a few minutes of cutting [during a myosure for uterine tissue removal] the device started to make a grinding and clicking noise". Reportedly, "a small shard of the blade broke off in the pt's cavity and rested on the fibroid." The device was removed immediately and a second device was used to remove the foreign object. The myosure procedure was completed. The physician did not "see any other shards in the pt's cavity". The pt is "fine" and was discharged home with no medical intervention needed.

Manufacturer narrative:
Serial number of the myosure control unit and hysteroscope not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. (B)(4).